Manufacturer narrative:
No gtin number available. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
No gtin number available. The case was reported to (B)(6) mmedsci phd msc frcpath who provided the following recommendations if this patient was unlucky to get an infection with a strain of (B)(6) that is resistant to bactiseal. These are very rare but some units have them from time to time. In this case the treatment should be the same as for a shunt infection in a plain catheter: remove the shunt and treat the ventriculitis. The patient should first be given antibiotics that are effective against the (B)(6), and regimens vary but ours, based on the bsac guidelines, is as follows: remove the infected shunt. Insert an evd (in this case, a plain catheter as we assume that the (B)(6) is resistant to bactiseal). Administer vancomycin 10-20mg/day directly into the ventricles, clamping the evd for 1hr. Administer another antibiotic intravenously (depending on the sensitivity test results). We usually use rifampicin but in this case we assume that the (B)(6) is resistant to rif. If the choice is limited because of multi-resistance, then if sensitive to gentamicin, this can also be given 3mg daily into the ventricles (it will not get into the csf sufficiently if given intravenously, same as vancomycin). 5.the patient¿s condition (fever etc) and the csf results should improve promptly and there should be no positive cultures after about 4 days. After 8-10 days treatment a new shunt can be inserted. It is not our policy to stop treatment for a few days to see if the infection comes back, as this is a very risky period for secondary infection of the evd. We do not measure csf levels of vancomycin as there is not a toxicity problem as there is when it is used intravenously, and csf levels of 80-200mg/l are safe. In order to decide which drugs to use to treat the infection, the hk lab should test the csf strain. This will tell them which drugs to use to treat the infection and it will also tell us whether the strain really was resistant to bactiseal. Please let me know the result. As to whether to use another bactiseal shunt after treating this infection, this really depends on what is known about the sensitivities of the usual infecting bacteria in the unit. If there is a high incidence of bactiseal ¿ resistant infections then it would not be wise to use a bactiseal shunt. If no more than usual (ie very low) then even after this infection is should be useful to use a bactiseal shunt. There are no papers to my knowledge dealing specifically with infection in bactiseal shunts. The device history records of product code 823072 lot crfckl was performed and confirmed the product conform to specification when release to stock on may 12, 2014. Based on the information provided by the customer it has not been possible to identify the root cause of the problem reported by the customer. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: a pediatric patient who has brain tumor and hydrocephalus was admitted. Then the patient had evd and under observation, no infection initially. The surgeon was worried about infection so he chose to use bactiseal catheter kit (#82-3072) and implant shunt. After 3 days, the patient has infection with s. Epidermidis. Would like to ask: do we have any clinical papers/educational material to advise how to handle patients if they have infection after use bactiseal? What is our advice if patient has infection after use bactiseal? I think remove the bactiseal catheter is one of the options. But the surgeon wants to know when we will advise to move and what treatment they should give.